Event description:
A neotrend-l sensor was placed in a pt. After several days in the pt a leak developed around the y-connector. Changing the stopcock did not fix the problem. The sensor and stopcock have been returned to the sensor manufacturer for investigation. No report of harm or injury to the patient.